Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer stated their blood glucose declined to 38 mg/dl. The customer reported feeling shaky from their low. The customer also reported the sensor was only lasting for five days. Customer reported receiving calibration error and change sensor alarms. The customer declined to return the insulin pump for analysis.